Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, insomnia and multiparous. Previously administered products included for an unreported indication: anticoagulation, ocp, yasmin and lysteda. Concurrent conditions included urinary incontinence, dvt, vestibular neuronitis, bladder sling procedure, iron deficiency anemia, dysfunctional uterine bleeding, adenomyosis, laparoscopy, tubal ligation, stress urinary incontinence, urethral hypermobility, vaginal prolapse, mid-urethral sling procedure, rectocele repair, cystoscopy, suprapubic catheter insertion, cramps menstrual, heavy periods, hot flashes, irregular periods, amenorrhea, ovulation disorder, anemia, phlebitis, thrombophlebitis leg deep, anesthesia, injection site infiltration and uterine fibroid. Concomitant products included rivaroxaban (xarelto) from (B)(6) 2014 to (B)(6) 2015 for dvt as well as acetylsalicylic acid (baby aspirin) since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with heparin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure micro insert was placed on the right with 2 trailing ring placement. This was repeated on the left with 3 ring placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: hb of 5.9.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2014: - benign cervix. Proliferative endometrium , with foci of reactive squamous metaplasia. No atypia or malignancy is identified. Histologically unremarkable myometrium. Benign bilateral fallopian tubes without significant pathological abnormalities and multiple paratubal serous cysts. Smear cervix - on (B)(6) 2006: pap smear was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: new pfs and medical record received. This case became incident. New events added from pfs: abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia). New reporters, concomitant conditions, concomitant drugs, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding (general) / bleeding throught clothes') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, insomnia and multiparous. Previously administered products included for an unreported indication: anticoagulation, ocp, yasmin and lysteda. Concurrent conditions included urinary incontinence, dvt, vestibular neuronitis, bladder sling procedure, iron deficiency anemia, dysfunctional uterine bleeding, adenomyosis, laparoscopy, tubal ligation, stress urinary incontinence, urethral hypermobility, vaginal prolapse, mid-urethral sling procedure, rectocele repair, cystoscopy, suprapubic catheter insertion, cramps menstrual, heavy periods, hot flashes, irregular periods, amenorrhea, ovulation disorder, anemia, phlebitis, thrombophlebitis leg deep, anesthesia, injection site infiltration and uterine fibroid. Concomitant products included rivaroxaban (xarelto) from (B)(6) to (B)(6) for dvt as well as acetylsalicylic acid (baby aspirin) since (B)(6) 2015. On (B)(6)-2006, the patient had essure (ess205) inserted. In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / heavy vaginal bleeding with clots"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 8 years 1 month after insertion of essure (ess205). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("felt tired"), dyspnoea ("short of breath"), loss of personal independence in daily activities ("interfering in daily activity"), loss of consciousness ("passed out entering ER"), asthenia ("very weak") and pain ("unable to sit up"). The patient was treated with heparin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the menorrhagia had resolved and the genital haemorrhage, vaginal haemorrhage, fatigue, dyspnoea, loss of personal independence in daily activities, loss of consciousness, asthenia and pain outcome was unknown. The reporter considered asthenia, dyspnoea, fatigue, genital haemorrhage, loss of consciousness, loss of personal independence in daily activities, menorrhagia, pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure micro insert was placed on the right with 2 trailing ring placement. This was repeated on the left with 3 ring placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: hb of 5.9.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2014: - benign cervix . - proliferative endometrium , with foci of reactive squamous metaplasia . No atypia or malignancy is identified . - histologically unremarkable myometrium . - benign bilateral fallopian tubes without significant pathological abnormalities and multiple paratubal serous cysts.. Smear cervix - on (B)(6) 2006: pap smear was within normal limits.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events- "felt tired, short of breath, interfering in daily activity, passed out entering ER, very weak, unable to sit up" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, insomnia and multiparous. Previously administered products included for an unreported indication: anticoagulation, ocp, yasmin and lysteda. Concurrent conditions included urinary incontinence, dvt, vestibular neuronitis, bladder sling procedure, iron deficiency anemia, dysfunctional uterine bleeding, adenomyosis, laparoscopy, tubal ligation, stress urinary incontinence, urethral hypermobility, vaginal prolapse, mid-urethral sling procedure, rectocele repair, cystoscopy, suprapubic catheter insertion, cramps menstrual, heavy periods, hot flashes, irregular periods, amenorrhea, ovulation disorder, anemia, phlebitis, thrombophlebitis leg deep, anesthesia, injection site infiltration and uterine fibroid. Concomitant products included rivaroxaban (xarelto) from (B)(6) 2014 to(B)(6) 2015 for dvt as well as acetylsalicylic acid (baby aspirin) since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with heparin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the menorrhagia had resolved and the vaginal haemorrhage outcome was unknown. The reporter considered menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure micro insert was placed on the right with 2 trailing ring placement. This was repeated on the left with 3 ring placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: hb of 5.9.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Pathology test - on (B)(6) 2014: - benign cervix . - proliferative endometrium , with foci of reactive squamous metaplasia . No atypia or malignancy is identified . - histologically unremarkable myometrium . - benign bilateral fallopian tubes without significant pathological abnormalities and multiple paratubal serous cysts.. Smear cervix - on (B)(6) 2006: pap smear was within normal limits.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: significant changes done. Event problem codes added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, insomnia and multiparous. Previously administered products included for an unreported indication: anticoagulation, ocp, yasmin and lysteda. Concurrent conditions included urinary incontinence, dvt, vestibular neuronitis, bladder sling procedure, iron deficiency anemia, dysfunctional uterine bleeding, adenomyosis, laparoscopy, tubal ligation, stress urinary incontinence, urethral hypermobility, vaginal prolapse, mid-urethral sling procedure, rectocele repair, cystoscopy, suprapubic catheter insertion, cramps menstrual, heavy periods, hot flashes, irregular periods, amenorrhea, ovulation disorder, anemia, phlebitis, thrombophlebitis leg deep, anesthesia, injection site infiltration and uterine fibroid. Concomitant products included rivaroxaban (xarelto) from (B)(6)2014 to (B)(6)2015 for dvt as well as acetylsalicylic acid (baby aspirin) since (B)(6)2015. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), 8 years 1 month after insertion of essure (ess205). In (B)(6)2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with heparin and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the menorrhagia had resolved and the genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure micro insert was placed on the right with 2 trailing ring placement. This was repeated on the left with 3 ring placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6)2014: hb of 5.9.. Hysterosalpingogram - on (B)(6)2006: total bilateral occlusion. Pathology test - on (B)(6)2014: - benign cervix . Proliferative endometrium , with foci of reactive squamous metaplasia . No atypia or malignancy is identified . Histologically unremarkable myometrium . Benign bilateral fallopian tubes without significant pathological abnormalities and multiple paratubal serous cysts.. Smear cervix - on (B)(6)2006: pap smear was within normal limits.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia and vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received : reporters added. Event abnormal bleeding (general) added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.